Manufacturer narrative:
The device was returned to (B)(4) and subjected to evaluation and a number of tests. The pump was found to free flow during testing, due to a severely bent platen. The issue was corrected at (B)(4).

Event description:
The initial reporter states that the pump was over delivering during testing. They stated that the dose was set to 10 ml, but the pump delivered 19 ml. While being evaluated for over delivery, the device was found to have a bent platen. The platen was bent to the point that (B)(4) was unable to perform the testing until enough pressure was placed on the platen to stop the pump from alarming "door open". The pump failed testing at this time and free flowed. (B)(4).